Event description:
Product was not returned to confirm if a malfunction has occurred.

Manufacturer narrative:
Product was not returned to confirm if a malfunction has occurred.

Manufacturer narrative:
B3: the event date is approximate. E1: the consumer contact information, mailing address were not provided. G3: the complaint was received from a consumer in canada. Device evaluation anticipated but not yet begun.

Event description:
A consumer reported that the philips one power toothbrush caught fire while charging. No injury or property damage was reported.